Event description:
It was reported an angio-seal was selected for use. The case notes from the physician were as follows: a pre-insertion angiogram was not performed, the pt was reported to be thin, no calcifications were observed, and the angio-seal was placed with no difficulties. The pt was placed on bed rest for approx two hours and then later was mobilized. After a few minutes of mobilizing the pt felt a snap in the groin area. Bleeding was observed at the puncture site. Manual compression was applied and a pressure bandage was placed on the puncture site for eight hours. The pt's hemoglobin was 6 before the bleeding and dropped to 4 after it was checked again. The pt received a blood transfusion shortly after. Add'l info revealed that the pt was discharged at a later date and was reported to be fine.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.